Manufacturer narrative:
The autopulse platform (sn: (B)(4)) was returned to zoll (B)(4) for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the system was performed and found no issues with the platform. A review of the platform archive was performed, and no discrepancies were observed. Functional testing was performed and the platform passed functional test without any fault or error. However, the stiff/sticky drive shaft symptom was observed, thus confirming the reported complaint. Cleaned the clutch plate and clutch area of both motor/ encoder remedied the reported complaint. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. The auto pulse platform passed all the testing and meets all required specifications. In summary the customer's reported complaint was confirmed during functional testing. The root cause was due to the stiff/sticky drive shaft. Cleaning the clutch plate and clutch area remedied the reported complaint. The platform passed all final testing criteria.

Event description:
It was reported that during a shift check, the shaft rotation was found to be stiffed and sticky when changing the lifeband. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No patient involved with this event. No additional information was provided.